Manufacturer narrative:
This is filed as an initial report. The sling has been returned to the manufacturer and a root cause investigation is ongoing. A supplementary report will be submitted as soon as the evaluation is finalized.

Event description:
(B)(4).